Manufacturer narrative:
Additional information provided in b.3, b.5, h.6. And h.11. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the surgery was completed by using another cutter, and there was no patient impact.

Event description:
A health care professional reported that cutter was not efficient in cutting before vitrectomy surgery. Surgery details were unknown. There was no information about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).